Event description:
It was reported that the pt was revised due to pain.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report. Cat # nls-340000b, lot # 35286701, description: lrg tap pri mod nck 0deg 34mm. Cat # 6570-0-536, lot # 37314605, description: delta v-40 ceramic head 36/+2.5. Cat # 623-00-36f, lot # mkl43p, description: trident 0x3 insert 36mm ID. Cat # 540-11-54f, lot # 31773801, description: trident psl ha solid back 54 mm. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. A supplemental report will be submitted upon completion of the investigation.